Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3889-28, lot # v515942, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported the manufacturer representative wanted to turn the patient¿s implantable neurostimulator (ins) back on after a repositioning surgery three days prior to report, but the patient was in so much pain from surgery they decided not to. It was noted the patient tried to turn their ins back on later that day and saw an error code for a power on reset (por). It was later reported the patient was still having concerns regarding their device or therapy but were working with their doctor or manufacturer representative. It was noted the patient had an appointment scheduled for (B)(6) 2013.